Manufacturer narrative:
Exact date unknown, event occurred within the last month.

Event description:
It was reported that the patients ipg was no longer holding a full charge and had to be charged frequently. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.